Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a vertebroplasty stenting (vbs) procedure in the operating room, when preparing the cement mixture for insertion the cement hardened right after pouring the liquid component into the powder component. The surgeon was not able to use the cement and insert it into the patient body. Another box of similar cement kit was used to complete the surgery with no issue. There were no impact on the surgery or the patient. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the device was forwarded to the manufacturing site for evaluation. Please find the summary of investigation outcome below: even after investigation of the sent sample, no clear statement regarding the cause of the complaint can be made. The investigation of the returned sample shows an almest unmixed state of monomer and cement inside the mixing chamber. Lt is not possible to understand why the cement hardens too quick, but it iooks as the mixing process has nearly not taken place. An user error could not be excluded. A final clarification of the cause is not possible. The investigation of the sent sample does not allow clear conclusion about possible errors, but it is obvious that the mixing process has stopped too early. User training could prevent further complications. A general failure of the product is excluded, since batch-specific tests show no deviations from the specification. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 07.702.016s, lot: 8c53231, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: july 9, 2018, expiry date: march 1, 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.